Manufacturer narrative:
(B)(4). Neither the product nor applicable imaging films were returned to manufacturer for evaluation therefore cause of event cannot be determined.

Event description:
It was reported that patient with spondylolisthesis and leg pain underwent a reduction procedure at l5-s1. Intra-operatively, there were no complications with inserting the screws, rods and end caps. Post-operative patient underwent a x-ray in which a dislocated rod was shown but there were no complaints from the patient. After a few days the patient did have some leg pain which got worse after. A CT scan showed loss of reduction and dislocated screw head. Patient underwent revision surgery to explant these devices.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.